Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v343800, implanted: (B)(6) 2009, product type lead; product ID 3889-28, lot# v266137, implanted: (B)(6) 2009, product type lead; product ID 3889-28, lot# v343800, implanted: (B)(6) 2009, product type lead; product ID 3889-28, lot# v266137, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient had the lead left behind. The reporter was an mr tech and wanted to know if safe to do an mr with lead fragment. The reporter had the patient's medical chart. They were unable to verify when the ins and lead explant were done. The reporter noted a lead revision (reposition) (see manufacturer's report # 3004209178200909324), and another report stated the device "not working" but dates not determined. If additional information is received, a follow up report will be sent.